Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 11/26/2024. The occurrence was originally reported to amt on (B)(6)2024 by the same initial reporter. It was reported that the device was replaced, and that no patient injury occurred. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination, but no device was available for return. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Reporting information can be found under the internal complaint (B)(4).

Event description:
Per the original reporter in uf #:(B)(4), it was reported that, "during g-tube cares, healthcare provider heard a pop noise and looked around to find nothing made that noise, as healthcare provider continued with g-tube cares, they noticed lots of leaking on the gauze around the tube and then saw the deflated balloon off to the side of the gauze. The tube was not pulled or tugged. Neonatal nurse practitioner (nnp) called to bedside. 14 fr foley placed while awaiting surgery. Surgery notified and at bedside to replace g-tube".